Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bardia foley catheter caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was unable to deflate the catheter. The patient experienced hemorrhage and visited the emergency room. The patient had been using this product for more than 90days. Per additional information received via follow up on (B)(6) 2021, stated that at the time of removal, a small amount of fluid came back out of the foley but the balloon did not deflate. It was removed and because the balloon did not deflate, there was a lot of bleeding. Customer went to emergency room, no medication was provided and a new catheter was placed. Per additional information received via follow up on (B)(6) 2021, it was stated that emergency department did nothing for the patient, but placed the new catheter and bleeding stopped on its own and the patient had no issues at this time related to the event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was unable to deflate the catheter. The patient experienced hemorrhage and visited the emergency room. The patient had been using this product for more than 90days. Per additional information received via follow up on 26aug2021, stated that at the time of removal, a small amount of fluid came back out of the foley but the balloon did not deflate. It was removed and because the balloon did not deflate, there was a lot of bleeding. Customer went to emergency room, no medication was provided and a new catheter was placed.